Event description:
It was reported that the lens vaulted anteriorly and asymmetrically, approximately 14 weeks post implantation. The 2+pco and mild vertical striae were observed. The pt noticed a decrease in vision. The pt's current prognosis and treatment were described as: "myopic with astigmatism. Yag planned in near future". This event pertains to the pt's left eye. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.